Event description:
Reporter indicated that site's handheld computer screen became frozen during interrogation. Additionally, it was reported that the site's handheld computer would not power on. Troubleshooting was performed; however, the event did not resolve. Good faith attempts are being made to obtain the non working handheld and the flashcard back for analysis.